Event description:
It was reported that on (B)(6) 2021, the patient underwent the tka surgery. The surgery was completed successfully. Immediately after the surgery, postoperative x-ray confirmed that the extension stem penetrated the posterior tibia, and the revision surgery was performed on the same day. During the revision surgery, the surgeon extended the stem from 30 mm to 50 mm and the insert was replaced from 8 mm to 10 mm. The surgery was completed successfully within 180 minutes delay. No further information is available. Doi: (B)(6) 2021; dor: (B)(6) 2021; unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.